Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Subject: (B)(6): it was noted that subject had a post-operative complication-infection. Subject underwent placement of antibiotic beads ((B)(6) 2017), removal of baseplate and glenosphere placement of antibiotic prostalac space ((B)(6) 2017) and revision to new baseplate and glenosphere ((B)(6) 2018).